Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing the pyloric antrum on a laparoscopic sleeve gastrectomy, the surgeon was not able to press the green button and squeezed the handle. Hence, the stapler did not fire. There was no patient injury.